Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: journal of medical imaging and radiation oncology (2018) 62 (suppl. S2), 115¿142.

Event description:
It was reported in an article in the journal of medical imaging and radiation oncology titled, "audit of short-term failures (within 30 days) of radiologically inserted hickman catheters at gosford hospital over a four-year period" that 2 patients underwent a removal procedure within 30 days of insertion for catheter fracture.